Event description:
Pt had bilateral zimmer natural knee replacements in 2004. Size 2 cemented patella inserted bilaterally. Pt has had pain for several years and no one including the dr could help. Another dr saw pt, knew she had a loose component and in 2009, did right knee and found the patella component was loose and free floating. He cemented a new one in and will be doing the same to the left side in 3 months. Dates of use: 2004 - 2009. Diagnosis: osteoarthritis. Event abated after use stopped: yes.